Manufacturer narrative:
A2: average age a3a: majority sex literature reference: doi: 10.1583/11-3690.1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed titled 'paclitaxel-coated balloon angioplasty vs. Plain balloon dilation for the treatment of failing dialysis access: 6-month interim results from a prospective randomized controlled trial'. Patients were treated with either f pcb (paclitaxel-coated balloon) or conventional high-pressure ba. The pcbs used in the present study were the over-the-wire in.pact balloon dilation catheters (invatec-medtronic). Procedure success was 100%. There were no major, minor, or other procedure-related complications reported in either treatment group. Restenosis and repeat procedures were reported for both groups and one case of avg thrombosis occurred in the pcb group, during the 6-month follow-up period.